Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. Impedance was high in both unipolar and bipolar, thresholds were high, there was failure to capture at high output, and there was noise with movement. The sensitivity was adjusted and the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Event description:
Additional information received noted the fracture was confirmed again at follow up and sensing was barely possible with the rv lead. The settings were changed to lv only pacing. During the replacement procedure, puncture could not be made to replace the rv lead, therefore, the rv lead was connected to the new device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.